Event description:
The implanting surgeon stated in a letter that when the intraocular lens (iol) was unfolded in the patient's posterior chamber, he noticed that one of the haptics had become disarticulated from the optic. The lens was bisected to allow removal. An anterior vitrectomy was performed due to a tear in the posterior capsule and a second lens of the same model was inserted without difficulty. The patient now enjoys 20/20 vision and the physician states that he has not observed any further complicatioins.